Event description:
It was reported when the intraocular lens (iol) was opened the haptic appeared abnormal, therefore, the lens was not used. A back-up lens was used. No other information was provided.

Manufacturer narrative:
Pt. Info.: information unknown/not provided. Date of event: unknown/not provided. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). PMA/510(k)#: unknown, as the serial number was not provided. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: further information was provided that the haptic damaged (haptic opened appeared abnormal) was observed prior to patient contact. A non j&j cartridge and inserter were used. Since there was no patient contact, event is no longer considered a reportable malfunction. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.